Event description:
Procedure: gastric bypass. Reportedly, while going through tissue the needle broke in half and fell into the cavity. An x-ray was taken and needle half could not be located. Therefore, the needle was not retrieved.